Manufacturer narrative:
Testing and investigation found the touchscreen was not responsive when pressed. The probable cause was due to contamination on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. There were no known reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.